Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer to aid in the investigation. Investigation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment and hemostatic valve separation occurred. After going transseptal and when pulling the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out, the hub disconnected and fell apart. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The case continued. The hemostasis valve (gasket) broke into several pieces. No air entered the patient¿s body. No percutaneous, surgical removal or medical intervention was required. A negligible amount of blood return was observed and hemodynamics were not compromised.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment and hemostatic valve separation occurred. After going transseptal and when pulling the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out, the hub disconnected and fell apart. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. Device evaluation details: on 25-may-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per brim cap detachment. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. Additionally, the customer provided a picture of the complaint product to aid in the investigation. According to the picture provided, the brim cap is detached and inserted on the dilator. The issue reported by the customer was also confirmed from the picture received. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).